Manufacturer narrative:
Visual examination of the returned product identified indentation damage on black tip. Function check was done and the device functioned properly however the device does have some resistance when removing gage. No further measurements done as the black poly tip is damaged. Stem not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing of inserter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02736.

Event description:
It was reported that the comprehensive stem inserter would not disengage from the implant. Surgeon rocked it gently for 10 seconds and was able to get disengaged. Attempts have been made and additional information on the reported event is unavailable at this time.